Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The patient's sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 module. The serial number of the analyzer was requested, but not provided. Refer to highlighted section of attachment "(B)(6)" for patient results. The results were reported to the patient's physician, who requested the sample test be repeated.

Manufacturer narrative:
The patient sample was returned and investigated. An interference factor against the ruthenium label of elecsys ft3 iii is present in the sample, causing falsely increased values with the assay. Also, a second interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay was detected. In the context of this case, reference is made to the following disclaimer in the method sheets of the ft3 iii assay: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Therefore the investigation did not identify a product problem.